Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter broke after insertion. The foley catheter was filled with 10 cc of sterile water and the catheter then fell out of the patient; however, the balloon was no longer attached to the catheter. The patient was admitted to the hospital; however, it is unknown at this time what treatment the patient received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter broke after insertion. The foley catheter was filled with 10cc of sterile water and the catheter then fell out of the patient; however, the balloon was no longer attached to the catheter. The patient was admitted to the hospital; however, it is unknown at this time what treatment the patient received.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the foley catheter broke after insertion. The foley catheter was filled with 10cc of sterile water and the catheter then fell out of the patient; however, the balloon was no longer attached to the catheter. The patient was admitted to the hospital; however, it is unknown at this time what treatment the patient received.